Manufacturer narrative:
(B)(4). It was reported that a single communication error occurred during surgery. Investigation into the reported event has been completed. The DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the communication error was caused by a controller error detected as an udp socket timeout. This is a known design defect.

Event description:
At approximately 8:30 am, rosa shutdown occurred during verification stage. Vigilance device was engaged, no force was applied to arm. Cst re-initialized system and restarted verification stage. Patient was anesthetized, no incision was made, no clinical consequences, estimated time lost was 5 minutes.